Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-06509 - device 4 of 8.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient faced eight instances of infusion set needles comming out event on 03-mar-2026, which resulted in bent plastic due to a loose catheter. The insertion site was the belly. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.